Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported slda appears to be related to patient morphology/pathology and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and an anterior leaflet flail. The clip delivery system (cds) was advanced to the mitral valve. Grasping was performed with good leaflet insertion and the mr was reduced to 2+. While removing the lock line, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The cds was removed and an additional clip was implanted to stabilize the slda clip. Two clips were implanted, reducing the mr to 1. The patient had a good outcome. No additional information was provided.